Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. The target lesion is located in the proximal right coronary artery (rca). A 2.25 x 24 synergy ii drug-eluting stent was advanced to treat the target lesion. However, during the procedure, the stent got dislodged inside the patient's body. Snaring of the stent was attempted but was unsuccessful. Subsequently, a balloon was advanced and inflated to crush the stent up against the coronary artery wall. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.